Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory tract irritation, asthma, lung disease, reduced cardiopulmonary reserve. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In previous report, reporter captured incorrect information. It has corrected in this report. In section b: adverse event/product problem and outcomes attributed to ae has been corrected. In section e: reporting institution name and reporting address state has been updated. In section g: report source - other has been updated. In section h: device eval. By mfg, device avail. For eval, patient outcome code grid and evaluation method code grid has been updated.